Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the calibration of the programmer's stylus was disturbed. The programmer was cleaned, calibrated, and the software was upgraded. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the calibration of the programmer's stylus-touch pen was disturbed. The programmer has been returned for repair. There was no patient involvement.